Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the proximal conductor of the lead was distorted, the outer insulation of the lead was breached. The lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, lead positioning/fixation was difficult and high/unstable/unmeasurable threshold was observed. The lead also experienced dislodging. The device/lead was not implanted. No patient complications have been reported as a result of this event.